Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed screen scratches. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; during power-up the device exhibited error code 74. The root cause was determined to be a faulty pwa board. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device kept rebooting. The product fault occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.